Event description:
It was reported that the catheter was placed trans-urethral by a nurse without any problems; inflated with extra prepared aqua (about 8 ml). Patient disinfected with octenisept and lubricant was used for use of the catheter. The placed catheter slipped out without any external action during care in the morning; the balloon was burst. Patient is fine and sample is available.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the catheter slipped out without any external action during care in the morning, the balloon was burst. Visual examination on the returned sample showed that the balloon had burst as per complainant statement. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with sox magnification on the actual sample. Based on picture 2, there were scratch marks observed on the balloon surface of the sample. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was placed trans-urethral by a nurse without any problems; inflated with extra prepared aqua (about 8 ml). Patient disinfected with octenisept and lubricant was used for use of the catheter. The placed catheter slipped out without any external action during care in the morning; the balloon was burst. Patient is fine and sample is available.